Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the surgeon has clamped the medial thread. The patient had rather soft bones. Everything went smoothly. When he set the anchor laterally and hammered, the anchor did not go into the bone and it was a dull tone. When he tried again it went in and the first thread was also there. The field service asked the operator to remove the anchor. When the anchor was out, we saw that the anchor below was broken. The peek tip was also defective. You can see exactly that it looks like the peek tip came against the bone when hammering and not the metal tip. Now the big question, the peek tip should be pulled back through the holding thread, can this thread come loose so that the titanium tip is behind the peek tip? The surgeon did not cause any handling errors. The sales force was present. The complaint device was returned for evaluation. Upon visual inspection, it could be observed that the device has no structural anomalies on the shaft, the metal peek tip is in good condition. The peek dilator is severely damaged and contains rests of biological matter, the anchor is cracked on a side towards the peek dilator. A manufacturing record evaluation was performed for the finished device 7l43761 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for this issue can be attributed to an incorrect step/instructions following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place when malleting, therefore the peek dilator was damaged along with the anchor when malleting, as per IFU 116920: hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and manufacture date were both reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9 healix adv sp peek ce anchor device did not go into the bone when it was set laterally and hammered then found broken when it was removed. Another like device was used to complete the procedure with a ten minute delay. There were fragments generated but were removed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.